Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the output socket of the subject device was worn, and wobbled which made the bad image. The user also reported that the output socket was too much play. At the incoming inspection for the repair, the service department of olympus (B)(4)checked the subject device and identified that the connection base of the output socket was worn that caused the detection failure of the light guide sleeve. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Device evaluation was completed by olympus europe se & co. Kg (oekg) and document in the initial MDR 8010047-2020-06568. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope detection lever does not move to the predefined position due to wear of the scope connector socket caused by long-term use. It is highly likely that repeated insertion/removal of the scope due to long-term use resulted in wear of the scope connector, which prevented the scope from entering into place and prevented the scope detection lever from being pushed into place. The following directions are in the device's instructions for use, which may have prevented the event: "avoid applying excessive force to the connectors, as this may damage the instrument."